Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 103 (night drain #3) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The caregiver stated that the patient had retained fluid the last few days so they expected a high drain to happen in cycle three. The ultrafiltration in cycle three was 1585 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.